Event description:
FDA/medsun report received concerning reading error(s) with use of one (1) (B)(4) cath lab kit. The report event description states "... During electrophysiology (ep) trans-septal ablation case for treatment of artrial fibrillation via saline and contrast control and pressure wave monitoring... The kits pressure transducer was connected properly to monitoring/recording system for measuring the pressure wave forms ... The manifold transducer was zeroed per protocol ... When turning proper stopcock "to pressure", the anticipated reading never showed up. A new transducer was added to the existing kit and it displayed an accurate reading. There was no harm to the pt. The involved device was not returned for analysis and confirmation.

Manufacturer narrative:
Record analysis: a review of the mfg lot database records for the reported lot #2372723, (mfg date 10/2011) shows 400 units were mfg tested, inspected and released. The lot record review show all visual, dimensional and functional qc lot testing met all specifications. Conclusion: in the absence of testing the involved device the exact cause(s) of the product issue is unk at this time, all the identified mfg and complaint database record analysis show the 46096-26 cath lab kit was mfg to specification, tested, inspected and released. This report and the associated info have been entered in the mfrs database for analysis and trending.